Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a system error (se) 2240 was identified during a review of the event history log. A sample evaluation was performed and a visual inspection was performed and no issues were noted. Functional and electrical testing was performed with no issues noted. A short stimulated therapy was successfully performed. The event history log review verified the se 2240. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during an unspecified step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.